Manufacturer narrative:
(B)(4). Patient information not provided/unknown. Event date not provided/unknown. Reporter's last name not provided/unknown.

Event description:
It was reported that the healing collar (B)(4) would not seat onto the implant. The procedure was completed with another healing collar.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: date of this report. Manufacturer. Expiration date, UDI: (B)(4). Contact office - name/address. Date received by manufacturer. Follow-up number. Follow up type. Device manufacture date. Evaluation codes. Additional narrative/date.